Manufacturer narrative:
(B)(4).

Event description:
It was reported there were stent deployment issues and stent damage. The approximately 80% stenosed, 230mm in length, target lesion was located in the severely tortuous superficial femoral artery (sfa). The lesion was pre-dilated and a 6 x 200 x 130 innova¿ stent was advanced via an ipsilateral approach. Initially, the stent deployed normally. After the stent was deployed approximately 160mm, the stent could no longer be deployed with either the manual pull grip or the thumbwheel. After many attempts the physician then pulled back on the delivery system in order to deploy the rest of the stent. While the stent covered the lesion, it elongated to approximately 300mm. It was noted that the deployed stent seemed dense at both ends and sparse at mid-range. An additional 120mm innova stent was implanted to support the elongated innova. There were no further patient complications reported and the patient was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported there were stent deployment issues and stent damage. The approximately 80% stenosed, 230mm in length, target lesion was located in the severely tortuous superficial femoral artery (sfa). The lesion was pre-dilated and a 6 x 200 x 130 innova¿ stent was advanced via an ipsilateral approach. Initially, the stent deployed normally. After the stent was deployed approximately 160mm, the stent could no longer be deployed with either the manual pull grip or the thumbwheel. After many attempts the physician then pulled back on the delivery system in order to deploy the rest of the stent. While the stent covered the lesion, it elongated to approximately 300mm. It was noted that the deployed stent seemed dense at both ends and sparse at mid-range. An additional 120mm innova stent was implanted to support the elongated innova. There were no further patient complications reported and the patient was stable.